Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a skin tear, about the size of electrode. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician a steristrip on the wound. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.